Manufacturer narrative:
The customer performed their own troubleshooting and replaced the sample probe and reagent probe to resolve the issue. The customer verified the analyzer resumed to normal operation. The customer required no additional assistance from beckman. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported obtaining low patient results for total bilirubin and direct bilirubin on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.